Manufacturer narrative:
The pump was requested for testing/evaluation. On (B)(6) 2021, the customer responded to medela customer service that the unit failed to identify an active air leak and the tube was removed from the patient causing a pneumothorax requiring chest tube placement. Medela is filing this report, which is considered a serious injury as it required medical attention.

Event description:
On (B)(6) 2021, the customer emailed medela llc account manager and alleged that they were having problems with the thopaz chest drainage device where an air leak was not detected.